Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was not working properly. Follow-up with the physician's office was attempted, with no additional information obtained to date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up determined that the device was functioning normally.